Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Repair multi-device];[repair]. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Repair multi-device];[repair]. There was no reported patient involvement.

Manufacturer narrative:
The information received by bd was further evaluated by those qualified to make a medical judgment and have reasonably concluded that the device did not cause or contribute to a death or serious injury. Furthermore, the reported malfunction would not be likely to cause or contribute to a death or serious injury, if it were to recur. Please disregard this report.